Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years 2 months post implant of this 18mm pulmonary valved conduit in this pediatric patient, it was explanted and replaced with a 22mm pulmonary valved conduit due to stenosis and insufficiency. No additional adverse patient effects were reported.

Manufacturer narrative:
Added patient weight to field. If information is provided in the future, a supplemental report will be issued.